Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by opalescent effluent dialysate. The cause of peritonitis was unknown. The patient was hospitalized (for three days) for another indication. The patient was treated with klion and suprax (oral), gentamicin and vancomycin (intraperitoneal) and ciprofloxacin for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.